Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose was level was unknown mg/dl. The customer states on he inf, they wouldn't stay stuck to him causing the cannula to bent. The customer was offered to troubleshoot, customer declined. The customer states he already when through the troubleshoot for this issue. The customer was advised that we are to replaced inf and sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.